Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the pen ndl 32 g 4 mm pro 14 bag 700 case jpx attached to the pen stopped at the 2 unit mark after use rather than the set 8 units. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer is complaining that he/she couldn¿t press the button on the pen (the pen stopped at the 2-unit position although hs/she set 8 units)."